Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the battery pack could not hold a sufficient charge and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600 had regulator failure errors and was not operational. There was no adverse patient involvement reported. There was no patient information reported.